Event description:
It was reported that the pump alarms "cassette not attached properly" even when there is no cassette. The problem was encountered in the workshop: no medication was used, as the pump was not on the patient.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. The device was found to be in good physical condition. No problems were found during a review of the event history log. No problem was found during the functional testing. The investigation was not able to determine the cause of the reported issue as there was no problem with the device during testing. The pump will be preventively serviced.